Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the physician attempted to retract the coil into the introducer sheath and the coil detached in the sheath. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported that the physician attempted to retract the coil into the introducer sheath and the coil detached in the sheath. There was no clinical consequence to the patient as a result of this event.